Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has passed away. The cause and date of death are unknown. Allegedly, the doctor doesn't believe the patient's death was device or implant procedure related.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Initial reporter occupation was inadvertently omitted on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report.

Event description:
After further review, the date of death/event date was confirmed to be (B)(6) 2016.